Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including self-testing with a known good multifunction cable, bench handling, and defib cycling without duplicating the report. Review of the device log found no evidence of the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.